Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was determined the cause was unknown. It was unknown if the issue resolved. The patient weight was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the 5 pairs were showing elevated impedances. Currently they were going through a normal ins replacement for the right ins that was at eri. The caller was checking the impedances on the left ins prior to the procedure. The battery voltage was at 2.96 v. The impedances taken at 0.7 v and hen again at 3 v. See readings below. The current programmed settings were: c+ 1- 3.6v, 120 pw, 120 rate, 24 hours/day. Estimate was eri at 4.87 years, eos at 5.12 years. The patient wasn't reporting any therapy issues, it was possible they were still receiving appropriate therapy even with the elevated impedances. Tss (technical services specialist) reviewed the battery curve and the left ins appeared to still be stable and hadn't started to decline yet and the high impedances with lengthen longevity. No patient symptoms or further complications were reported as a result of this event. (B)(4).